Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: a2dr01, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. It was also reported that the implantable pulse generator (ipg) was eroding from the pocket. It was further reported that patient was experiencing bacteremia and gram positive cultures were obtained. The ipg, right atrial (ra) lead and right ventricular (rv) lead were explanted. The patient was treated with antibiotics. No further patient complications have been reported as a result of this event.